Manufacturer narrative:
(B)(4).

Event description:
Certified research associate on behalf of dexcom reported on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.